Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that a leak was noticed while replacing a syringe on the unicel dxc 800 synchron system. Customer confirmed with the customer technical specialist (cts) that the syringe was securely in place. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found that the t-valve was leaking. The fse replaced the t-valve, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.